Event description:
Healthcare professional reported a left side deflation and exchange due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as surgical damage. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Continued e1 additional email: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation and exchange due to concerns with the product.

Event description:
Healthcare professional reported a left side deflation and exchange due to concerns with the product. Device has been explanted and replaced.